Event description:
It was reported that the epicardial lead had high thresholds and was causing phrenic nerve stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4087 lead implanted 2006-(B)(6); 4479 lead implanted 2006-(B)(6). (B)(4)